Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the foreign material adhered/clogged in auxiliary water channel, but the type of the material cannot be identified. A definitive root cause cannot be determined. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. However, it is likely that the foreign material was not removed since reprocessing was not conducted properly due to leakage from upward/downward angulation control knob, scope-body, and bending section cover or distal sheath (black covering of the bending section). The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.